Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that during surgery the graft came out as shredded after using the device in the correct manner. Thus, the harvested graft was unusable and an additional graft was required from the patient. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the graft came out as shredded after using mesher in correct manner. On (B)(6) 2017, it was clarified that the event was not identified during opening of the device, before use or during first-ever use. The issue happened on (B)(6) 2017 during surgery and an additional graft was taken since the first graft was unusable. The blade was properly used and the dermacarrier was at room temperature when used. The device has not been repaired by someone other than zimmer biomet. The surgical technique was used for the product and another device was used to complete the surgery. There was no harm, injury or adverse events associated with the device. There was a small delay of ¿minutes¿ to the surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2017 revealed that the calibration or cut test could not be taken due to the damaged comb. The device came in as a preventive maintenance, but it was recommended to be a tier 4. The side plates, roller and gear were worn. There were no cutters or ratchet sent in with the device. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, bushing, side plates, comb and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was damaged and the calibration and cutting test could not be performed due to the damaged comb. The root cause of the graft coming out shredded was due to the damaged comb. The cause on how the comb became damaged cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, bushing, side plates, comb and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the graft came out as shredded after using the device in the correct manner. Thus, the harvested graft was unusable and an additional graft was required from the patient. No additional patient consequences were reported. Investigation results revealed that the comb was bent.